Event description:
It was reported to boston scientific corporation that an rx biliary stent was used in a biliary stent placement procedure performed on (B)(6) 2015. According to the complainant, during unpacking of the device, it was found that the stent was thin as if it had been crushed. There was no damage reported to the packaging prior to opening. There were no other similar products available, therefore, the procedure was completed with this device. There were no patient complications reported as a result of this event, and the patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Patient age: the exact age of the patient is unknown, however the patient was reported to be over 18. (B)(4) stent kinked. The complainant reported that device has been implanted, and only the packaging has been received for review. Upon completion of the review, if there is any further relevant information, a supplemental medwatch will be filed.